Event description:
When the physician applied a fallopian tube clip to the tube, the applicator would not immediately release the clip and tube as it should. Some manipulation was needed to release the clip from the applicator. No pt injury was reported.